Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify pump error 43 due to the blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Insulin pump passed self test and displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.